Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse cleaned the waste chamber, probe wipe and flowcell waste tubing as part of troubleshooting, but the leak was not resolved. The fse confirmed valve vl230 caused the leak. The fse replaced vl230, resolving the leak and failed background. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported less than 10 ml of contained brown fluid leaked near the counting chambers in a unicel dxh 800 coulter cellular analysis system while troubleshooting a failed background count for daily checks. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.